Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an unspecified ablation procedure with a carto 3 system and the medical team experienced model displacement during the surgery. The model displacement was not accompanied by any system errors to notify the team. The issue was noted during ablation when the catheter position changed from the position of the previous ablation point. There was no cardioversion or patient movement before the map shift was detected. No further details were provided regarding the procedure.

Manufacturer narrative:
On 31-jan-2024, the product investigation was completed. It was reported that a patient underwent an unspecified ablation procedure with a carto 3 system and the medical team experienced model displacement during the surgery. The model displacement was not accompanied by any system errors to notify the team. The issue was noted during ablation when the catheter position changed from the position of the previous ablation point. There was no cardioversion or patient movement before the map shift was detected. Device evaluation details: it was found that map shift was a result of mapping with high alternating metal levels. The issue is related to user error. A manufacturing record evaluation was performed for the carto 3 system # (B)(4) and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).